Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: etlw1613c124e abdominal stent graft, implanted: (B)(6) 2015; etbf3616c166e abdominal stent graft, implanted: (B)(6) 2015; etlw1616c82e abdominal stent graft, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the p waves were small. The lead remains in use. No patient complications have been reported as a result of this event.